Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed. The device was received in 3 separate pieces; the upper jaw, lower jaw and remainder of the device were detached from one another. There was a dent on the lower jaw towards the distal end, and the actuator and shaft of the main device was bent upward. It is possible that the user mishandled the device on a hard surface, therefore causing the jaws to break off and the shaft and actuator to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device product and lot number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that the tip of the expressew iii with hook has broken off. The issue was found pre-operatively. The staff has placed instrument with broken piece in steripeel & labelled as broken. Please remove from loan kit upon return to wh. This instrument was not used during surgery and there were no adverse events or delay in surgery. It was unknown whether the event occur during sterile processing or filled inspection or during internal service activities such as calibration. Not required any medical intervention(e.g. X-rays, additional procedures, prescriptions, otc, revision).